Manufacturer narrative:
Additional information was received that the patient will not proceed with the revision procedure.

Event description:
A report was received that the patient will undergo a revision due to discomfort at pocket site caused by ipg migration.

Event description:
A report was received that the patient will undergo a revision due to discomfort at pocket site caused by ipg migration.